Event description:
Patient reported lip swelling when they put in their aligners. They did take a benadryl due to it seems to be an allergic reaction. At checkin patient checked true to allergic reaction, blisters, discomfort and sensitivity. Directed patient to stop use of aligners and brytebight and to seek medical care. Requested photos of the area with and w/o aligners on.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.